Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney the patient underwent incisional hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent surgery for a small bowel obstruction on (B)(6) 2017. The surgeon noted the bowel loops had become adherent to the previously placed mesh. It was reported the surgeon performed extensive lysis of adhesions and two small bowel resections with two separate anastomoses. It was further reported the patient underwent debridement of her infected abdominal wound on (B)(6) 2017. It was reported the patient underwent additional debridement of the chronically draining abdominal wound with removal of suture material on (B)(6) 2017. It was reported the patient continues to experience severe pain, nausea, diarrhea, inflammation, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 6/09/2021.

Manufacturer narrative:
Date sent to the FDA: 02/25/2020. Additional information: d3,g1,g2. Corrected information: g1.